Manufacturer narrative:
Review of the DHR confirmed there were no changes in raw materials or manufacturing processes. Routine testing of the finished product for primary skin irritation has consistently tested as nonirritating. The manufacturing is filing this report conservatively due to the medical intervention with systemic antibiotics. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
A healthcare provider reported to manufacturers representative, that she had a reaction to the mask she was wearing. She reported, she was given topical tetracycline and systemic antibiotics and there were no residual effects from the incident. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility through the family member, where the incident occurred. This product incident is documented in the kimberly-clark complaint database.